Event description:
A pt underwent a pip arthroplasty. Because of the underlying laxity in the radial collateral ligament, the pt had a persistent ulnar deviation that was not improving with splinting or therapy. The pt electively returned to the operating room for a release of the ulnar collateral ligaments to try and better balance the joint. This partially improved the deformity however, there is still a residual deformity in which the surgeon hopes that the soft tissues will continue to rebalance with time.

Manufacturer narrative:
Very little information was supplied about this event and attempts are being taken to obtain any additional information. Based on the initial report, this event may be more related to pt physiology than the device. If any additional information is obtained, a supplement report will be submitted if appropriate.